Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the freestyle libre sensor, as compared to an adc meter. The customer reported they had been feeling bad for several days, and then had contact with a healthcare professional. The customer was diagnosed with hyperglycemia, and given unspecified treatment (treatment information not provided by customer). Comparison readings of 6.9 mmol/l, 5.9 mmol/l, and 5.9 mmol/l from sensor against 33.0 mmol/l, 33.2 mmol/l, and 33.1 mmol/l from adc meter, taken at unspecified time, when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.